Event description:
As per doctor p's office, this patient is experiencing difficulties with their hip implant and has had blood tests. Additional information submitted after patient's revision: it was reported that patient had complained of pain and MRI was positive. The metal ion tests were blow 4. Patient's stem was revised by dr. (B)(6). After he carefully worked around the implants with osteotomes and wired. After his second attempt of removal with the hammer the implant was extracted. He implanted a #10 secur-fit which fit appropriately with the corresponding head neck implants. Patient was stable and solid on the table.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Note: the reason for the serialization starting with (B)(4) is to provide clarification following a change in stryker's electronic complaint systems.